Event description:
Our rep. Is reporting that during a sad procedure the distal portion of the electrode broke off into the pt. The broken fragment was retrieved from the body and the case was successfully concluded without further incident or harm the pt.